Event description:
A facility representative reported that following an microstent implant procedure, the patient had inadequate control. The surgeon tried to remove with micro forceps and lens hook, but was not successful. The stent was able to be removed during secondary procedure and implanted with a different tube shunt. The surgeon felt it was patient related and not the device related issue. Additional information has been received and stated that, there were no complications during microstent procedure and the symptoms of the patient were resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened company micro stent along with the delivery system and tip protector were received in a plastic tray for the report of stent was explanted and inadequate control of iop. The returned stent was visually inspected. The stent was found to have clear foreign material on the stent, no occlusion observed; however was found to be conforming for damage. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned stent was found to be visually conforming for obstruction and damage; therefore the reported issue of inadequate control of iop could not be confirmed and a root cause could not be determined. The manufacturer internal reference number is: (B)(4).